Manufacturer narrative:
The investigation for the reported pump did not start issue has been completed. No logs were returned. A visual inspection of the pump revealed a fractured red lumen in the pump. The root cause of the issue was determined to be improper technique in that there was a red lumen removal issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Immediately after implant, the pump stopped. Restarting and changing the aic did not resolve the issue. Pump was removed. The high-risk percutaneous coronary intervention was performed without impella support and afterwards, a new pump was implanted. Additional information was provided that noted the patient expired. There was no reported relation of the impella with the patient's outcome. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).